Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had total damage because of flood and user requested to delete all medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that total damage because of flood and user requested to delete all medication. A technical support specialist (tss) remotely accessed the server and successfully unloaded medications as per knowledge article "manually unloading storage spaces: es 1.6.x¿1.11.x". Emailed the customer to confirm task completion and requested case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had total damage because of flood and user requested to delete all medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.